Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the secondary rack out of specification. The secondary rack was adjusted. The instrument was tested without further problem and returned to service.